Event description:
It was reported that during a superion indirect decompression implant procedure, the spinous process spacer broke at the spindle cap. It was noted that the spacer was being deployed with resistance. A new spinous process spacer was used to complete the procedure successfully.